Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a device manufacturer representative on 2018-nov-20. It was reported that the operating room nursing staff did not verify the use by date when pulling the product off the shelf nor when passing it into the sterile field. No device manufacturer employees were present during the implant procedure. The implanting physician was notified that the implanted catheter was out of date. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 31-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 96 mcg/day) via an implantable infusion pump. It was reported that an expired catheter was implanted in a patient on (B)(6) 2018. It was noted no device manufacturer representative was present at the implant procedure. The use by date on the catheter was (B)(6) 2018. No patient symptoms were reported. The caller was redirected to follow up with the hcp to inform them that an expired catheter was implanted. No further complications were reported.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative reported the catheter was implanted on (B)(6) 2018 after the expire date of 2018-aug-31. It was noted the catheter date was not checked and there was no manufacture representative present.